Manufacturer narrative:
Corrected data: d10 device available for evaluation, h3 device evaluated by manufacturer, h10 manufacturer narrative, additional information d3 establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office f3-5 name, email address, attn name in the address - line 2 and phone number f7 type of report f14 establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office g1-g2 name, email address, address - line 1, address - line 2, city, state, post office and phone no. G1-g2 continued email address and attn name in the address - line 2, and state g7 type of report h2 follow-up type h6 event problem and evaluation codes manufacturer narrative: the customer reports that the cns (central monitoring system) is going into communication loss with multiple bedside monitors. The device was not returned for evaluation. A follow up call to the customer confirmed that they have not had any issues with the cns since the reported incident. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. H3. Not evaluated reason: device not returned.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) is going into communication loss with multiple bedside monitors. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) is going into communication loss with multiple bedside monitors.